Manufacturer narrative:
Customer name and address= phone: (B)(6). Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified endovascular therapy procedure, a micropuncture transitionless access set's wire unraveled. Access was obtained in an artery below-the-knee to treat the right superficial femoral artery. The user attempted to advance the wire into the already-placed needle; however, resistance was encountered between the needle and wire guide. The user stopped using the wire, and another device was used to complete the procedure. Photos provided by the customer show unraveling of the wire guide. There were no adverse effects to the patient.

Event description:
No additional information has been received since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an unspecified endovascular therapy procedure, a micropuncture transitionless access set's wire unraveled. Access was obtained in an artery below-the-knee to treat the right superficial femoral artery. The user attempted to advance the wire into the already-placed needle; however, resistance was encountered between the needle and wire guide. The user stopped using the wire, and another device was used to complete the procedure. Photos provided by the customer show unraveling of the wire guide. There were no adverse effects to the patient. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, specifications, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The wire, which was unraveled, was returned inside the needle. The wire was removed through the distal end of the needle. The unraveled section was located approximately 33.5-centimeters from the proximal end of the wire guide. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU states ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure unrelated to manufacturing or design deficiencies contributed to this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.